Event description:
A physician reported that during a cataract extraction with an intraocular lens (iol) implant procedure, it was noticed peripheral optic zone wavy thread like pattern lines over the implanted iq intraocular lens. No patient injury was reported. Additional information was received stating the lens was implanted to the patient.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).